Event description:
A malfunction alarm was reported with a code indicating a non-resettable issue. The specific malfunction code was identified, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. To address the issue, the customer planned to use a backup therapy of multiple daily injections (mdi) and was instructed by technical support to return the faulty pump using a pre-paid label. A replacement pump was arranged to ensure continuous insulin delivery.